Manufacturer narrative:
The complaint device, one (1) articulating arm attachment, was evaluated and the reported event was confirmed. The evaluation identified the arm of the attachment assembly had fractured at the interface with the poker chip attachment and adjustment knob. The remaining threads of the arm exhibited damage and deformation. Additionally, damage to the threading and metal shavings were apparent on the poker chip attachment. The knob was unable to be unscrewed from the poker chip attachment for further review. A review of device manufacturing records was performed and no discrepancies were found. Operative notes and/or radiograph images were not provided for review of usage/technique. A definitive root cause was unable to be determined with the information provided; however, the event may be the result of excessive force used while securing the knob component. Labeling review: "...pre-operative warnings: do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury...instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial extreme lateral interbody fusion procedure. During the procedure, as the surgeon was placing the retractor, the articulating arm attachment fractured. The attachment was unable to be replaced, therefore the lateral retractor was unable to be used for the procedure. As a result, the procedure was aborted. No further patient impact was reported.